Event description:
On (B)(6) 2024, when a nurse used a prefilled catheter irrigator to flush the catheter of a patient with a PICC catheter, the needle plug broke. She immediately stopped using it and replaced it with a new catheter irrigator for irrigation. Explain to patient and gain understanding.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Additional information from the customer: stopper damaged.

Manufacturer narrative:
Follow up MDR for additional information received. Customer indicated that the stopper was damaged annex a code updated to reflect the additional information.

Event description:
No additional information received on march 20, 2024, when a nurse used a prefilled catheter irrigator to flush the catheter of a patient with a PICC catheter, the needle plug broke. She immediately stopped using it and replaced it with a new catheter irrigator for irrigation. Explain to patient and gain understanding.

Manufacturer narrative:
Pr (B)(4) follow up: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 2347128. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.